Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced cloudy fluid. The cause of the event was not reported. The patient received unspecified treatment and was hospitalized for the event. At the time of this report, the patient outcome was reported as "improved". Pd therapy was ongoing. No additional information is available.